Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose over 500mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir and low battery alarm. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. Instructed the caller to remove the cannula and it was not bent. The customer mentioned that he was in a car accident while wearing the insulin pump. Advised the caller that the device would be replaced. No further information was provided.